Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up and had multiple episodes of high ventricular rate. The right ventricle (rv) lead had noise over sensing. No intervention or procedure was reported. The patient was stable throughout.